Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his blood glucose has been high for a few weeks. He saw his doctor two weeks ago and his blood glucose has either been very high or it drops quickly. It dropped to 80 mg/dl twice. Customer's current blood glucose is 513 mg/dl. He treated with a manual injection. He experienced blurry vision and difficulty concentrating. In troubleshooting, the drive support cap appeared normal. Customer stated there is a leak around the tubing cap. The cannula was bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. The device has small scratch on the screen, but it is still functioning as designed. Customer is sending back the infusion set for analysis. He was advised to monitor his blood glucose and call back if needed. Nothing further reported.